Event description:
It was reported that after a procedure to place a percutaneously inserted central catheter (PICC), there was oversensing. The lead was explanted, however oversensing and noise were still present, so the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.